Event description:
The surgeons were working on a procedure with the eye. They attempted to fixate an oblique fracture of the lateral orbital rim (screwing two pieces of bone together from the side of the orbit and an outside-in fashion). The head of the screw separated from the thread of the screw.

Manufacturer narrative:
The investigation shows that the screw broke as a result of too high torsional forces in forced rupture mode during the insertion. The fracture surface shows the typical flow structures of a ductile torsional breakage. The root cause of the failure could be a too small diameter or a too low deepness of the pilot hole. Indications for material or mfg related problems were not found in this investigation.